Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead triggered an alert to be declared due to high out of range impedance measurements greater than 2000 ohms and exhibited noise. It was also noted, that the right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance since (B)(6) 2011 and then dropped in (B)(6) 2011. All shocking impedance measurements are within normal range. The patient received appropriate shocks for true ventricular fibrillation (vf) which was successfully converted. A boston scientific technical service consultant was contacted. The rv and ra leads remain in service and the patient will be monitored closely. No adverse patient effects were reported.